Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains in the patient. Correspondence has been sent to the customer for more information. Once the information is received and the investigation completed, a supplemental report will be submitted. Reference mdrs: 2029214-2019-01132. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that two medtronic plugs dislodged after they were detached and did not close the vessel. Prior to the event, the physician had made a few attempts to reach the lesion with the femoral approach but decided to do an omeral access because both renal arteries were nearly vertical in the initial tract. The physician tested the two medtronic plugs with the catheter on the table to make sure the medtronic plugs could pass through the microcatheter. A decision was made to use the medtronic plug 7 with terumo glide catheter on the main renal artery and the medtronic plug 5 with progreat catheter for the polar renal artery. In both cases, the medtronic plugs were released from the catheter in the correct position with pull back of the catheter. The physician waited 5 minutes to allow time to get complete wall apposition and nitinol arm opening. The medtronic plugs were detached after 5 minutes, but they dislodged and suddenly migrated to the distal portion of the renal artery and did not stop or slow down the vessel flow. Two amplatzer plugs were implanted to complete the procedure. The amplatzer plugs did not migrate and completely closed the vessel after a few minutes. There were no patient symptoms or complications associated with this event. The patient was undergoing treatment of renal tumor in proximal renal artery that required the main and polar renal arteries to be embolized pre-nephrectomy. The patient's vasculature was minimal in tortuosity. There was no degree of calcification and no lesion stenosis. The main renal artery diameter was 5.5mm and the polar renal artery diameter was 3.5mm - 5mm. Ancillary devices: progreat 2.7 with omeral access, terumo glide catheter 4 fr 038" with omeral access.